Event description:
It was reported that the balloon burst during the procedure, whereas it had been inserted for at least 15 minutes. This lead to gas leak during the laparoscopy. The trocar was replaced. No clinical consequences for the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product weckvista access balloon port 10mmx70mm lot # 73j1700395 was manufactured on 09/24/2017 a total of 240 pieces. Lot was released on 09/29/2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon burst during the procedure, whereas it had been inserted for at least 15 minutes. This lead to gas leak during the laparoscopy. The trocar was replaced. No clinical consequences for the patient.